Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, the two bands were discharged and busted. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.